Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to eating a large meal, customer set a "high" temporary basal rate. Blood glucose (bg) decreased to 45 mg/dl. To address this bg, customer turned off temporary basal rate and drank juice.